Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device has been used in and around the staple lines of the procedure. The device jaws became stuck shut and would not open. No patient injury reported. Another device was used to continue the procedure.

Manufacturer narrative:
Date of follow-up report: 2017-07-03 one used lf5544 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.